Manufacturer narrative:
(B)(4).

Event description:
Inappropriate mode switching and no capture of the atrial lead was noted during a device check. Changes were made to provide patient with appropriate pacing and this lead remains implanted at this time.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.